Event description:
The balloon deflated, therefore the distal tip of the fastrac catheter left the stomach to the abdominal wall and induced an abscess. An infection alerted the hospital that there was an abscess. Patient's status is ok.